Manufacturer narrative:
The product pouch along with an outer box has been received for evaluation and testing. However, the engineering testing has not been completed as of to date. Add'l info will be submitted within 30 days upon receipt.

Event description:
When the physician opened up the box, the outer label indicated that a c080100ml, lot #13171413 smart control sds was inside. The sds was taken out of the box, given to the physician, and implanted into the pt without any problem. When the inner package was given to the tech for recording, it was noticed that the inner pouch indicated. Therefore, the account believes the pouch and product was inside of the box. The stent did not fully cover the lesion, so a 20mm precise was also deployed. There was no report of any adverse effects to the pt. An investigation into the reported discrepancy was conducted by cordis, revealing that these two lots were never in the packaging or inspection area at cordis at the same time. In addition, neither of the lots have ever been involved in a re-box operation. The inner and outer labels matched for each of the lots, and there were no label cont discrepancies in either lot. It was also verified that the account received one unit of each lot, three months apart. Therefore, it can be concluded that the 8 cm code pouch and product was not inserted in the 10 cm code carton at cordis.